Event description:
It was reported that revision surgery was performed due to sub-optimal position of the components and pain. The patient had edge wear, elevated metal ion levels and fluid was noted on a CT scan. The devices were implanted in (B)(6) 2007.

Manufacturer narrative:
Lot number corrected.